Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. At this time it was noted that there was a thrombus present on the threaded insert of the closure device. The physician attempted to aspirate the thrombus back through the sheath, but was not successful. The procedure continued with the closure device being released and implanted in the laa of the patient. No other intervention was performed to remove the thrombus from the patient. The plan for the patient was to be on an anticoagulation and antiplatelet therapy with a re-evaluation in 45 days. The patient has since been discharged from the hospital following these events.